Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported following an intraocular lens (iol) implant procedure, the lens was twisted and glasses were required. The patient was unable to read or use any computer device without suffering fatigue of both eyes. Both eyes are tired all the time and it prevents the patient from functioning long periods of time. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested.